Event description:
The pt was in a car accident. Afterward, the pt felt strong stimulation in some areas and weaker stimulation in other areas. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).